Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime after the patient received the spinal pak on (B)(6) 2018. The device will not be returned for analysis. However, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient got a rash from the 63b electrodes. He received the spinal pak around (B)(6) 2018 for his back and had another back surgery 4 months later, in (B)(6). His wife stated that the patient had been having a rash all along, but never reported it. The wife claims that the skin is turning red and itchy and leaving black marks. A follow up call with the patient¿s wife indicated that the black marks were left after the red bumps went away. The patient has always used the 63b electrodes without the cover patches which he changes daily and repositions. The patient visited his internist 2 weeks prior to his last surgery in (B)(6), who prescribed z-pack for the swelling on his leg and also 25mg vistaril. About a month later, when he left the hospital, his doctor gave him 50mg vistaril tablets and cortisone patches which stopped the itching. Vistaril was prescribed for the rash. No adverse events have been reported as a result of the malfunction.

Event description:
It was reported that the patient got a rash from the 63b electrodes. He received the spinal pak around (B)(6) 2018 for his back and had another back surgery 4 months later, in (B)(6). His wife stated that the patient had been having a rash all along, but never reported it. The wife claims that the skin is turning red and itchy and leaving black marks. A follow up call with the patient¿s wife indicated that the black marks were left after the red bumps went away. The patient has always used the 63b electrodes without the cover patches which he changes daily and repositions. The patient visited his internist 2 weeks prior to his last surgery in (B)(6), who prescribed z-pack for the swelling on his leg and also 25mg vistaril. About a month later, when he left the hospital, his doctor gave him 50mg vistaril tablets and cortisone patches which stopped the itching. Vistaril was prescribed for the rash. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The product was not returned to zimmer biomet because it was discarded by the patient. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any future information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: a2: date of birth added. B4: date of this report added. D4: unique identifier (UDI) number added. D4: lot number added. E3: occupation added. G4: date received by manufacturer added. G7: type of report added. H2: follow-up types. H3: device evaluated by manufacturer updated to no. H5: labeled for single use updated to no. H6: method code updated to 4114 - device not returned. H6: method code updated to 3331 - analysis of production records. H6: results code updated to 3221 - no findings available. H6: conclusions code updated to 4315- cause not established. H8: usage of device updated to unknown. H10: additional narratives/data. The following sections were corrected: b5: final statement in event description updated.